Manufacturer narrative:
This report is submitted on june 23, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021, due to the patient being upgraded to a new device. The patient has been reimplanted with a new device.